Manufacturer narrative:
Reporter is j&j employee. Service & repair evaluation: service and repair reported the torque limiting wrench for dual- opening failed in calibration. The repair technician reported the torque limiting wrench was out of calibration and tested high in both the clockwise and counter-clockwise directions. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: the 12nm torque limiting wrench for dual-opening uss (part # 03.602.042 / lot # 7413320-13) was received at us cq. There was no visible damage evident with the device. Functional test: functional testing was performed by service and repair on 06-jan-2020, the device failed by testing high in both the clockwise and counterclockwise directions. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Conclusion: the overall complaint was confirmed. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, but it is likely the device was not properly maintained and has an internal mechanical failure. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during testing at service and repair, the torque limiting wrench for dual- opening failed in calibration. There was no patient involvement. This report is for one (1) torque limiting wrench. This is report 1 of 1 for complaint (B)(4).